Event description:
It was reported that a malfunction alarm occurred. At the time of reporting the customer did not have an alternate insulin therapy to revert to. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.